Manufacturer narrative:
Analysis received the unit with blank display due to problem isolated to interface board. Analysis was unable to verify the frozen display. There was no constant tone noted during testing.

Event description:
The customer reported via phone call the insulin pump has a blank display. The customer's blood glucose was 121 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.